Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent an right ventricular (rv) lead revision due to twiddler's syndrome. The patient had complained of jumping in their chest. Upon a recent interrogation all the lead values were normal and stable with exception of increased thresholds on the right ventricular lead and non-boston scientific left ventricular lead. In addition, there were occasional vf markers which were not from ventricular fibrillation. It was determined that the device was not sensing the end portion of the patient's qrs. Sensitivity was adjusted which appeared to resolve the issue. The patient was brought to lab for a lead revision. It was reported that all the leads, including the non-boston scientific right atrial lead, were revised. The device was reprogrammed again to resolve the stimulation issues. No further patient effects were reported.